Event description:
A caller reported experiencing ongoing intermittent occlusion alarms, leading to a visit to the emergency room on (B)(6) 2026 with a blood glucose level of 600 mg/dl with ketones, though these were not identified as dangerous. The customer was treated with intravenous fluids of saline and insulin which resolved the issue. The customer was released the same day with the issue resolved. However, occlusions continued and the customer reverted to manual dose injection for insulin therapy.